Manufacturer narrative:
(B)(6). The device was manufactured from march 17, 2016 to march 18, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection via the naked eye, the ruptured bladder was observed. During microscopic examination, no abnormalities were noted. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of the small volume folfusor ruptured. The event occurred during filling. There was no patient involvement. No additional information is available.